Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure (batch no. C40241) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and medical device monitoring error "essure placement and endometrial ablation performed on same day". The patient's past medical history included dysfunctional uterine bleeding, menopausal syndrome, hypertension, heavy periods and dysfunctional uterine bleeding. Concurrent conditions included overweight, bloating, vaginal discharge, menopausal syndrome, hypertension, gas, nerve pain, constipation and bloating. Concomitant products included paracetamol (acetaminophen) and salbutamol (proventil). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dental caries ("dental problems/ tooth decay in multiple teeth"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), feeling abnormal ("foggy brain"), constipation ("constipation"), alopecia ("hair loss"), headache ("headache") and urinary incontinence ("bladder or urinary problems or changes/urinary incontinence"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced urinary tract infection ("infection/urinary tract infection"), weight increased ("weight gain / loss/weight gain"), vaginal disorder ("vaginal disorder"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (endometrial ablation/ dilation and curettage). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, nausea, dental caries, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, feeling abnormal, constipation, alopecia, headache, urinary incontinence, vaginal disorder, cystitis and vaginal infection outcome was unknown. The reporter considered alopecia, constipation, cystitis, dental caries, eye disorder, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: there were 3 coils protruding on the patient's left tube and tubal ostia and 2 coils protruding on the patient's right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 30-may-2018: information from mr: new reporters added. Ethnicity added. Event menorrhagia marked as incident. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain") in a 49-year-old female patient who had essure (batch no. C40241) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and medical device monitoring error "essure placement and endometrial ablation performaed on same day". The patient's past medical history included dysfunctional uterine bleeding, menopausal syndrome, hypertension, heavy periods and dysfunctional uterine bleeding. Concurrent conditions included overweight, bloating, vaginal discharge, menopausal syndrome, hypertension, gas, nerve pain, constipation and bloating. Concomitant products included paracetamol (acetaminophen) and salbutamol (proventil). In 2015, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dental caries ("dental problems/ tooth decay in multiple teeth"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), feeling abnormal ("foggy brain"), constipation ("constipation"), alopecia ("hair loss"), headache ("headache") and urinary incontinence ("bladder or urinary problems or changes/urinary incontinence"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced urinary tract infection ("infection/urinary tract infection"), weight increased ("weight gain / loss/weight gain"), vaginal disorder ("vaginal disorer"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (endometrial ablation/ dilation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract infection, migraine, nausea, dental caries, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, feeling abnormal, constipation, alopecia, headache, urinary incontinence, vaginal disorder, cystitis and vaginal infection outcome was unknown. The reporter considered alopecia, constipation, cystitis, dental caries, eye disorder, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: there were 3 coils protruding on the patient's left tube and tubal ostia and 2 coils protruding on the patient's right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 49-year-old female patient who had essure (batch no. C40241) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and medical device monitoring error "essure placement and endometrial ablation performed on same day". The patient's medical history included dysfunctional uterine bleeding, menopausal syndrome, hypertension, heavy periods and dysfunctional uterine bleeding. Concurrent conditions included overweight, bloating, vaginal discharge, menopausal syndrome, hypertension, gas, nerve pain, constipation and bloating. Concomitant products included paracetamol (acetaminophen) and salbutamol (proventil). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dental caries ("dental problems/ tooth decay in multiple teeth"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), feeling abnormal ("foggy brain"), constipation ("constipation"), alopecia ("hair loss"), headache ("headache") and urinary incontinence ("bladder or urinary problems or changes/urinary incontinence"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced urinary tract infection ("infection/urinary tract infection"), vaginal disorder ("vaginal disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and fungal infection ("yeast infections") and was found to have weight increased ("weight gain / loss/weight gain"). The patient was treated with surgery (endometrial ablation/ dilation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract infection, migraine, nausea, dental caries, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, feeling abnormal, constipation, alopecia, headache, urinary incontinence, vaginal disorder, cystitis, vaginal infection and fungal infection outcome was unknown. The reporter considered alopecia, constipation, cystitis, dental caries, eye disorder, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: there were 3 coils protruding on the patient's left tube and tubal ostia and 2 coils protruding on the patient's right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : event yeast infections added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.